Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). The device was returned to the factory for evaluation on 12/19/2024. An investigation was conducted on 01/13/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact dissection tip. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained, however there was a mirror image observed in the center of the image. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "poor quality image" was confirmed. The lot # # 3000436456 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that there was an issue with the vasoview hemopro 2 conical tip and the harvester could not see out of the conical tip. A new accessory kit was opened and the tip was switched out without further issue. There was no injury or harm to the patient.